Event description:
It was reported the guidewire was used for navigation in a cerebral avm treatment. After difficulty with navigation, the guidewire was withdrawn for selective angiographic control. During removal, the distal segment separated and was successfully retrieved with a snare device. No pt injury reported.

Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload. The initial report states the guidewire was used with a magic 1.2f catheter (manufacture by balt). The mirage guidewire is not compatible with the magic 1.2f due to the lumen ID of the catheter. This likely led to difficulty navigation and the guidewire broke off during manipulation.